Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 10/21/2010, 10/26/2010, and 10/27/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported noting opacities distributed throughout the optic of a pt's intraocular lens (iol). He stated that the "precipitate" is within the body of the lens and not on the surface. He also reported, the pt has blurry vision at all distances (bcva 20/50 with best lighting) and is experiencing glare. He stated that he is not the implanting surgeon who had performed a yag on the posterior capsule which makes doing an exchange difficult. He continues to monitor the pt. Additional info has been requested.